Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Upon review there was an injury associated with the treatment. The patient reported that lv burned his skin on the front of his chest under the te pad, there was no open skin. The outcome of the burn is unknown. Submitting MDR. Awaiting return of monitor and electrode belt for further evaluation.